Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a spinal surgery during which, the flex arm will not tighten properly. There was no patient complication reported.

Manufacturer narrative:
Product analysis: the screw that tightens the arm near the proximal end of the flex arm has become loose. This is consistent with over tightening the joint at some point. If information is provided in the future, a supplemental report will be issued.